Event description:
Pre-op diagnosis: right tibia painful hardware. Post-op diagnosis: right tibia fracture nonunion and broken failed tibia hardware. Procedure: repair of tibia nonunion with local bone graft as well as bone slurry with grafton and open reduction and internal fixation with a contoured dcp 8 hole plate. Noted on operative report: 8 hole hole medial distal tibial locking plate initially being removed for diagnosis of "painful hardware, tibia fracture." Upon being removed by dr, plate was discovered to be broken.